Event description:
Meter powers off when pressing down on the power button. The patient has had a problem wiht the power issue for the past six months. There is no information on how often the patient's tests patient's blood glucose or the patient's diabetes regimen. The patient experienced dissiness and had dry mouth. The patient replaced the batteries on the meter and issue persisted. The patient visited the physician and was treated with insulin. There is no information on what the reading was on the physician's meter. Customer services was unable to resolve the issue and sent the patient a replacement meter. This case is being reported as a malfunction, since the power issue was not resolved.